Event description:
Boston scientific received information that the patient with this pacemaker had exhibited asystole greater than 2 seconds. It was suspected that their was oversensing. The patient was in atrial fibrillation (af) and had a heart rate of 19 beats per minute when this would occur. This patient is pacemaker dependent. No noise was able to be reproduced during product testing. The patient underwent a revision procedure and this pacemaker and right ventricular (rv) lead was replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.